Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.50 diopter, in the patients left eye (os), on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to the lens tore/broke during injection/delivery into the eye. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved.